Manufacturer narrative:
Philips has investigated the complaint. According to the additional data gathered, the equipment was used for a coronary diagnostic procedure, which completed as expected. The philips field service engineer (fse) assessed the equipment onsite and confirmed that it became stuck during boot-up. Fse's analysis of the system log files revealed no connected malfunctions, but tech support reviewed the log and recommended replacing the host pc and reloading software. The host pc was replaced by a third party. The system was restored to proper operating order following the replacement. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.